Event description:
There was no pt involved in this event. This device malfunctioned because of damage to the battery terminal pogo pin. A device in this fault mode could result in the failure of the device to connect to the pad pak (battery) and if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device appears never to have been installed by the user. An inspection of the returned device revealed that the negative power pogo-pin was stuck in the device. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.